Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer loaded a new cartridge and continued to use the pump for insulin therapy.